Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was received for evaluation. Visual revealed no anomaly including a break in its appearance. The actual device upon received was built into a circuit with tubes and saline solution was circulated while the pressure drop was determined at each flow rate. The obtained values were confirmed to be higher than that obtained with a current product sample. Visual inspection of the actual device after saline solution was circulated in it found blood clots on both the blood inlet and outlet sides. More clots were found on the outlet side than the inlet side. After filling the actual product with a physiological saline solution containing glutaraldehyde solution to fix the blood clots, a part of the fiber was collected, and the inside of the fiber was inspected with an electron microscope. Aggregation of blood cell components such as red blood cells and deformed red blood cells (echinocytes) was observed. The formation of fibrin net was not recognized. In addition, it was confirmed that more blood clots were formed in the fiber on the blood outlet side than the inlet side. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: adequate heparinization of the blood is required in order to prevent it from clotting in the system. The capiox hemoconcentrator is designed to operate at flow rates within the range of 100 to 500 ml/min during ultrafiltration. Do not use blood flow rates outside this range. Less than 100 l/min blood flow may cause blood coagulation in the device. Do not exceed 50% hematocrit at the blood outlet during ultrafiltration. Do not stop blood flow during extracorporeal circulation as it may cause clotting in the system. A blood flow of least 50 ml/min is recommended even if ultrafiltration is stopped by clamping the filtrate line. Bubbles in the system may cause clotting and blood damage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Since the formation of fibrin net in the blood clots was not observed, it is conceivable that the aggregation of red blood cells attributable to excessively concentrated blood caused the actual device to be obstructed, resulting in a decrease in ultrafiltration performance. It is likely that the aggregation of red blood cells occurred due factor(s), the blood outlet side tube got kinked, leading to a decrease in the rate of the flow going into the actual device, causing blood to get concentrated excessively and clogged the fibers. When clogging occurs, the flow rate of the centrifugal pump decreases, the clogging might have further progressed due to excessive concentration of blood; blood that had become high in concentration due to the administration of packed red blood cells or due to removal of water contained in blood entered the actual sample, got further concentrated and plugged the fibers. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved capiox custom pack was used during the procedure. While the ecc was off, they used a hemo concentrator and found the filtration performance was lower than usual. They had felt that blood was stagnating in it despite having been circulated with centrifugal pump. The actual device was replaced with a competitor's product. After the exchange, no problem was found in the filtration and the operation was finished successfully. The estimated blood loss was a few dozen ml. The patient was not harmed.